Event description:
Following a diagnostic procedure, an angio-seal device was deployed and hemostasis was achieved without difficulty. The pt was discharged that same day with no sequelae. The pt came in for follow-up 6 days after procedure (on 5/21/97), and the site was erythematous and tender. The pt was diagnosed with cellulitis, and treated with antibiotics and hot packs. The pt returned to the clinic on 5/26/97, and the site was no longer reddened or tender. As of 6/10/97, pt was released from care with the site healed.